Event description:
The consumer reported, with regard to a patient implanted for radicular pain syndrome (radiculopathies) and spinal pain, that poor communication was seen on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was (B)(6) and the last successful charging session was about a month ago. The reason for not charging was due to the implantable neurostimulator (ins) not charging up. The patient was redirected to their healthcare provider (hcp) and it was noted that the patient didn¿t have a current hcp. Additional information received from the consumer via the manufacturer representative (rep) that the ins stopped working on (B)(6). They were unable to get a signal to charge. They had been told that the patient most likely needed a ¿trickle charge.¿ it was noted that the patient generally would charge once per month and that he was not due for a charge yet. He was using the device normally and it stopped working all of a sudden. When he attempted to charge, he received the no telemetry icon on the ins recharger (insr). Overdischarge was reviewed and it was noted again that it was working fine until (B)(6). The cause of the event was unknown and no actions had been taken to address the event yet. The issue was not resolved. The rep was going to meet with the patient on wednesday to troubleshoot the device and reset or perform a physician mode recharge as needed. The patient was alive with no injury and no surgical intervention took place or was planned. The rep was meeting with the patient on (B)(6) 2016. Additional information received from the rep in response to follow-up reported that the cause of the event remained unknown. The patient had reported that it was on one minute and off the next. The ins was checked with the clinician programmer (cp) and it was unable to establish connection. Then they established good signal with the antenna locate feature after the first attempt. A normal recharge session was started and a power on reset (por) was seen. This was cleared with the audio key and the device started charging normally. After about 40 minutes, they were able to access the device with the cp and received a 0x8 error code. Voltage was turned down and the device was turned on with full coverage of pain areas. The patient was encouraged to finish recharging to full and exercise the ins 5 times. The patient was also encouraged to shorten their recharging interval from once a month to once every 2-3 weeks. The patient understood and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.